Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was taken to the emergency room (ER) after having a car accident and experiencing a low blood glucose (bg) level below 25 (mg/dl). Customer was treated with a dextrose injection by emergency responders and when customer arrived at the ER, bg levels were 48 (mg/dl). It was also reported that the pump screen cracked in the accident and customer experienced leg, back and head pain. While in the ER, customer was given food to treat low bg levels. Bg levels stabilized to 198 (mg/dl) and customer was released a few hours later. Customer indicated manual injections were available for back up therapy.